Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that there was no malfunction with the system. Customer care recommended that the user re-link their sensor as a proactive troubleshooting measure to clear the calibration buffer and address a potential calibration misalignment. Post re-link, the bg and sg values trended well. User was advised to continue using the system and to calibrate when requested. Per dms review, the user was using the system with up to date information.

Event description:
On march 26 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.